Event description:
It was reported that the device had a power on reset (por) and the device was vvi 65. It was also reported that the patient had surgery; however, does not remember the date. The device was able to be programmed back to normal parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.